Event description:
It was reported that the patient had a pocket revision to change a pocket adaptor to an extension. The patient was then reprogrammed and he now had better stimulation without leg issues. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pocket was too tight with the adaptor. The physician had performed the connection to the old extensions in the pocket so they could easily put on the extension. The patient experienced discomfort that was related to the revised pocket. No troubleshooting was performed. The physician wanted to change it. It was noted that there was no product problem, it was just too bulky. The patient was very happy with the pocket and the stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 74002, serial# (B)(4), product type: adapter. Product ID: 3487a-45, lot# j0216882v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-45, lot# j0216882v, implanted: (B)(6) 2002, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# j0216882v, implanted: (B)(6) 2002, product type: lead. (B)(4).